Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the (ok), #0, #1, #2, #3, #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (ok) key will occur following the selected key's function, interfering with the mdl drug search. The front case assembly, including the keypad, was replaced to correct this condition. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported that there was no patient involvement.